Event description:
Boston scientific was notified that during an event an excelsior 1018 microcatheter was placed into the aneurysm cavity and when the matrix standard-3d coil was advanced into the aneurysm, it encountered resistance and the main coil could not be moved forward anymore. The physician tried to withdraw the main coil, but the resistance still persisted. The main coil could not be successfully removed and broke in the excelsior 1018 microcatheter. No complications were reported to have occurred as a result of this event.